Manufacturer narrative:
(B)(4). Concomitant products: oxford femur catalog 161470, lot 2234858; oxford anatomic bearing catalog 159582, lot 968810. Customer has indicated that the product is not available for return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00361 and 3002806535-2017-00362.

Event description:
It was reported that the patient underwent an arthroscopy due to knee pain approximately six months post partial knee arthroplasty. No additional patient consequences have been reported.